Manufacturer narrative:
Customer discarded product.

Event description:
The user facility reported that the device is leaking from the battery box during a procedure. There was no delay, no medical intervention, and no adverse consequences.